Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. There were (B)(4) non-sustained (nst) episodes with v-v intervals less than (B)(4) milliseconds (ms) from (B)(6) 2016, (B)(4) inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing. (B)(4) v-sics since last session 2.9 days ago. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approximately 727 ohms through (B)(6) 2016, rises to 1235 ohms by (B)(6) 2016.

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. An alert was triggered but not heard. Lead fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.